Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the mdu hand control was overheating. A smith and nephew backup was available for use. A delay of less than 30 minutes was reported. No injuries or complications were noted as a result.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. Unit was powered on using the appropriate test equipment and it failed with "short circuit detected" error message and alarm. A kink was observed near strain relief of the power cord. After troubleshooting, the cause of error was observed to be a defective power cord assembly. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The mdu did not overheat during the investigation. When you have a damaged cord like that any number of failure modes can occur. Both the overheating at the customer site and the errors and alarm were caused by the damaged cord.the complaint investigation has concluded that this unit has succumbed to physical damage to power cord.